Event description:
It was reported that patient had primary total hip with rejuvenate then requested revision due to recall. She has claims of pain that radiates on left side and down through left thigh. She has consulted a pain management doctor for injections as well as a sports medicine doctor for possible hip arthroscopy. Patient states that injections only help for up to 4 months. She has had chromium and cobalt levels drawn, chromium was 0.9 and cobalt was 3.5.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.